Manufacturer narrative:
H3 & h6: investigation results indicate that the bur broke due to issues with the associated attachment (5407120950c sn(B)(6)). H6: the quality investigation is complete.

Event description:
It was reported that during testing, the bur broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during testing, the bur broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.